Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral antegrade approach. The 99% stenosed target lesion was located in the severely tortuous and severely calcified anterior tibial artery (ata). After a non-bsc guide wire passed through the lesion with some difficulty, a 4.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 5 atmospheres for 6 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.